Event description:
It was reported that the subject device displayed stripes in the picture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the video cable is broken a root cause could not be identified. Based on the results of the investigation, it is likely that the event occurred due to broken video cable. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.